Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked; the tubing came apart at the y-site (clearlink). This occurred during patient infusion with heparin, when the nurse went to disconnect the patient to move the tubing. New supplies were attached to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a separation was observed between the tubing and the second y-site clearlink. The reported condition was verified. The cause of the condition was improper manual assembly, due to a lack of solvent in addition to the external force applied to the tubing. Should additional relevant information become available, a supplemental report will be submitted.